Event description:
It was reported that the symptomatic patient presented to clinic for a routine follow-up complaining of presyncope. The pulse generator exhibited intermittent loss of atrial capture. The device was reprogrammed and the patient would be monitored normally.